Manufacturer narrative:
Company representative evaluated the unit and replaced the cpu board. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the dpm 3 monitor's display, which may have resulted in loss of primary monitoring. No patient injury was reported.